Manufacturer narrative:
D.9: updated - device available for evaluation and inserted date returned to manufacturer. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 third party manufacturing site: 3012910884.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). All wh retains and records examined for any abnormalities. None found. Retains were made available for testing, convatec did not want to test them. The tissue damage in the original report was found to be a minimum of burned hair on the arms due to flames appearing after opening a sachet which shot up the arm to the forehead. Wh has never received any such complaints before. This is a convatec formulation and specification which has been followed. Wh can¿t comment on what may have caused this incident. The box was returned to wh, examined and 2 wipes opened. No anomalies were discovered. The liquid smelled normal. The complaint did not result from wh manufacturing. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, third party manufacturing site: 3012910884.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the nurse was preparing the patient for discharge and was ready to remove her hep -lock. He opened the gauze and then opened the adhesive remover wipe. The wipe immediately caught fire. The flames went up his right arm and he was able to pat them out. He was standing about two feet away from the patient at the time." The nurse was asked if there was a possible ignition source and he stated he was wondering if it could be static. Patient and a patient's family member were present when this occurred. Patient was not on oxygen and he was not in the unit, he was in a room on a standard patient floor." There were no chemicals or heat sources around the area, and no alcohol or paraffin was involved. No smart watch or phone was in use or nearby during the incident. Additional information received on 01/14/2020, reporting the nurse¿s injury was a first degree burn to his right hand and singeing of the hair on his right forearm. The nurse was treated in the emergency room, that included rinsing the area twenty minutes with cold water, then applied bacitracin and dressed. It was recommended for the nurse to follow-up with general surgeon examination in two to three days.